Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The caller stated that the cannula was bent, and they want to be sure the insulin pump was functioning properly. The customer experienced nausea and poor appetite. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. The customer had treated only twice with the insulin pump and had used a manual injection for other treatments. The high pressure test was completed and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.